Event description:
Device malfunction: broken foot. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. "After step one was completed it was noticed that one of the legs of the proglide device had broken off and the suture could not be captured. The broken part was retrieved using the string that was attached". No additional information available.

Manufacturer narrative:
The device was received. Investigation is not complete.